Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope was sent in for annual maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a leak at the forceps elevator and the light guide lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there was a leak at the forceps elevator and the light guide lens had foreign material. The evaluation was unable to determine the origin or type of material found. Additional evaluation findings were as follows: the grip, the switch box both has discoloration, the air/water, the suction cylinder both has no color, the electrical connector is dirty due to water leakage, due to damage on channel tube, water tightness is lost, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive around objective lens has wear, the water tightness of forceps elevator is lost, there is corrosion around left-arm and the universal cord has a scratch. It is most likely the reported event was due to mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.